Event description:
It was reported that the pt underwent a thermal ablation procedure in 2006. An unk overheat error was received during pre-heat and the physician removed the fluid from the catheter. The cannula of the catheter felt hot through the physician's gloves. A small, red burn was noted where the cannula touched the anterior portion of the cervix. No treatment of the burn was performed or required. A second catheter and umbilical cable were used to finish the case.

Manufacturer narrative:
Conclusions: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.